Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. There were twenty non-sustained tachycardia episodes with ventricle to ventricle intervals less than 220 milliseconds (B)(6) 2016. There were 523 ventricle sensing integrity counters since last session 23.5 hours ago. One inappropriate shock was delivered on (B)(6) 2016 due to non-physiologic oversensing. Lead failure predictor triggered on (B)(6) 2016 for lead impedance and ventricle sensing integrity counters.

Event description:
It was reported that the patient received one inappropriate shock due to the lead integrity alert timeout function. The right ventricular lead exhibited high thresholds, a possible fracture and a sudden increase to high impedance on the pace/sense coil. The lead also had an area of small insulation damage in the region of the sleeve. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. The overlay tubing of the lead was extrinsically breached due to melting. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.